Manufacturer narrative:
Analysis of the patient archive indicated the inaccuracy was due to the minimal tracing near the area of interest. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was provided for evaluation. It was noted that the patient registration was predominantly on the right side of the anatomy with registration points collected over soft tissue, the cheeks of the patient. Additionally, there were limited points collected near the area of interest.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, an imprecision was observed after a diagnostic sample returned from pathology as normal tissue. A MRI was performed and confirmed the needle was 5 millimeters to the side from the tumor. The site undraped, re-registered with a second medtronic navigation system without resolution. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of more than 1 hour due to this issue.